Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: device problem code (annex a) and component code (annex g) event description: as reported, in an unspecified procedure, an ncircle tipless stone extractor was inserted into a laparoscopic puncture device to capture a stone and the device could not be advanced. The device was removed and found the support sheath or the basket sheath was "broken", preventing advancement of the device. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in a ziploc bag inside its shipping box. The basket sheath was split at the handle, allowing the coil of the basket assembly to protrude out of the split. The distal end of the sheath was slightly deformed. The basket could not be manually deployed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was made to specification and there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use for the ncircle extractor is for stone manipulation and removal in the urinary tract. Standard urological techniques should be employed. Precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be nonfunctional due to sheath damage. The information provided stated the device was used with a laparoscopic puncture device. Based on the damage observed on the returned device, it is most likely that the damage to the sheath near the distal end occurred while inserting the device though the laparoscopic puncture device. That sheath damage then prevented the basket from opening when the handle was functioned. The pressure that was applied when attempting to open the basket then caused the sheath to split at the handle. Due to the device being used in a laparoscopic puncture device, the device may not have been used according to the information supplied in the IFU. The IFU also states that excessive force when manipulating the device may cause damage. Based on the available information, the most likely cause for the issue is related to unintended user errors during use. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, in an unspecified procedure, an ncircle tipless stone extractor was inserted into a laparoscopic puncture device to capture a stone and the device could not be advanced. The device was removed and found the support sheath or the basket sheath was "broken", preventing advancement of the device. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.